Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3749606 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported via mw # 2210968-2021-06624. Adverse events associated with patient's second event reported. Adverse events associated with patient's third event reported via mw # 2210968-2021-06626.

Event description:
It was reported that a patient underwent a tot urethropexy on (B)(6) 2014 and the mesh was implanted. It was reported that on (B)(6) 2019, the gynecologist observed a vaginal lump, erosion of mesh wick on the left lateral side, a translucent ball at the entrance to the vulva, discomfort during movements, and urethral cyst, diverticulum, and strip were visible in the vagina on the left lateral side. There was also the erosion resistant strip and urethral cyst. The patient was prescribed estragyn vaginal cream.